Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) and right ventricular (rv) lead, called received indicated device triggered lead warning on rv lead and mode changed to unipolar from bipolar. The ipg would not change to bipolar to check impedance. The rv lead was oversensing t waves and was not reliable. After failed re-programming attempt physician decision that the rv lead would remains in use, as is, and follow up visit scheduled. No patient complications have been reported as a result of this event.